Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, and oversensing that lead to pacing inhibition for greater than 2 seconds of asystole. The patient stated they also felt lightheaded during these noise episodes. The ra lead also exhibited an increased impedance but was still within range. The entire system was explanted and successfully replaced without incident. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.